Event description:
The customer reported that following an rf ablation procedure, when the pads were removed from the pt, the pads were found to be slightly discolored. There was no injury to the pt. Initial evaluation of the incident samples found one pad did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.